Manufacturer narrative:
Return requested. Replacement device shipped to site. Medtronic investigation of returned suspect quadcut 4.3mm x 13cm blade finds that when performing a tracer registration on a phantom head exam, and connected the blade, it tracked with green status. Touched landmarks on the face and confirmed that the crosshairs on the image matched the landmarks on the exam. Performed a peg board test and it passed device found to be fully functional. On 03/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. All instruments, including the navigated blade, checked out accurately. On 03/30/2016 software analysis was unable to determine probable cause with the information provided. It is likely poor tracer pattern was the root cause of the issue. A medtronic representative, following-up at the site, reported a subsequent procedure was performed without issue. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy 3m millimeters superior and posteriorly inaccurate, while navigating the 4.3mm quadcut blade. The surgeon performed tracer registration and confirmed accuracy on known anatomical landmarks. The surgeon specifically deemed being inaccurate while navigating the blade in the posterior section of the ethmoid sinus. The surgeon stated that it showed her navigating in the brain instead. The surgeon deemed being accurate using all other navigatable ent instruments. With the knowledge, the surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.